Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the stent graft was deployed more proximal than expected from just below the left subclavian artery; therefore, the distal sealing zone seemed to be shorter than initially planned. No touch-up was performed. Dsa found no endoleak. Dsa was performed in the vessel to check for a type ib endoleak and no endoleak was found. The physician pointed out a stent fracture at an angulated portion of the aorta; however, another physician stated that assured there was no fracture. It was reported that post-operative prior to discharge and during hospitalization a type ib endoleak was confirmed but the patient would be discharged and monitored. The cause of the type ib endoleak was due to short distal sealing zone. Review of returned cta¿s and 3d recon images from 4 days post-implant revealed that a valiant was implanted from just distal of the lsa, into the descending thoracic. The maximum taa diameter was 6.5cm and there was a likely distal type I endoleak. The proximal stent graft od was 29mm and the distal stent graft od was 34mm. The distal seal zone length was approximately 1cm. The cause of the distal type I endoleak was likely due to insufficient distal sealing length and minimal radial force. Between the 3rd and 4th covered stent, the stent graft is acutely angulated approximately 70deg. There is a slight amount of stent overlap and stent graft compression seen along the inner curvature at this angulated location; however, no stent fracture could be confirmed from these images. The stent graft is patent.